Manufacturer narrative:
Updated information was added to d8, e4, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Despite good faith efforts being made, the cleaning disinfection and sterilization (cds) information could not be obtained. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 1 cfu, bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 2 cfu, bacterial identification: staphylococcus epidermidis. The device was evaluated, and no abnormalities were found that could have led to the reported event. Because the user culture results were not shared, the contamination reported could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.